Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing location: (B)(4). Manufacturing date: 15. Aug. 2016. No nonconformances were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a distal humerus fracture was treated with a distal humeral plate and a second one on the dorsolateral side on (B)(6) 2017. When the patient was at home on (B)(6) 2017, the plate broke and also one of the screws, without an accident (according to the patient). The revision took place on (B)(6) 2017. Concomitant devices: cortex screw (part: 404.832, lot: l104770, quantity: 1). Cortex screw (part: 404.824, lot: l129314, quantity: 1). Cortex screw (part: 404.826, lot: l233610, quantity: 1). Locking screw (part: 413.040, lot: l148519, quantity: 1). Screws (part / lot: unknown, quantity: 3). Wire (part / lot: unknown, quantity: unknown) . This is report 2 of 2 for com-(B)(4).

Manufacturer narrative:
Additional device product code: hrs. (B)(4). A product investigation was performed. Art. 404.832 / lot. L104770 cortex screw ø 3.5mm, self-tapp., l 32mm. The complete broken cortex screw was sent back for evaluation. The relevant dimensions at the fracture zone of the cortex screw were as far as possible checked and found to be in compliance with the relevant technical drawings and ao/asif specification. No manufacturing related fault could be detected. The lot in question was manufactured with a lot size of 134 pieces in august 2016. The screw is broken at thread shaft (26mm of thread shaft is missing). The diameter was measured and found to be conforming to the specification. Concomitant devices: there is no indication that any of the listed concomitant device (screws) did contribute on this complaint condition; also there is no allegation against one of these devices. Therefore only a visual inspection on these devices will be performed. The screws show that the devices are in a used condition without heavy damage. The surface of these implants has wear marks it is not possible to determine where it is coming from. We can only assume that this can be traced during removal or a possible instability of the fracture situation. Complaint is disposed as confirmed due to evidence that distal humeral plate / cortex screw are broken, but it's considered not valid for manufacturing standpoint because there is no evidence of issues manufacturing related. Unfortunately, as no detailed clinical information is available, we are not able to determine the cause which has led to these circumstances. We can only assume that the distal humeral plate could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient and a possible instability of the fracture situation may have played a certain role, too device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screw shaft of the broken screw could not be removed.